Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography, the single-use mechanical lithotriptor distal tip tore/broke off. Due to the reported issue, there was a 20¿25 minute delay in the procedure. The patient was sedated with pcs-patient controlled sedation. There were no reports of patient harm. The procedure was completed using an olympus backup device.